Event description:
Resistance was noted when trying to advance the needle with stylet through the sheath. The sheath and needle were removed from the patient and an attempt was made to force the needle into the sheath. A piece of plastic sheared off when taking the needle out of the sheath. The sheath was replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. Skived material exited the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty is consistent with the skiving. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.